Event description:
The pt reported that on (B)(6) 2012, he was admitted to the hosp with elevated blood glucose of up to 365 mg/dl and ketoacidosis and was in a diabetic coma for 2 days. He was hospitalized for a week and was treated with a "drip." Since being released from the hospital, he uses an insulin pen to stabilize his blood glucose. His normal blood glucose range is 60-120 mg/dl. He also reported high power consumption with the infusion device and the battery must be changed every 3 days. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.